Event description:
It was reported that this right atrial (ra) lead was it was reported that this lead was unable to be implanted due to a suspected fracture and lead failure. During the implantation the amplitude was not able to be obtained.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to a suspected fracture and lead failure. During the implantation the amplitude was not able to be obtained. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: a1. Patient identifier. A1. Date of birth. A2. Age at time of event. A3. Sex.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to a suspected fracture and lead failure. During the implantation the amplitude was not able to be obtained. No additional adverse patient effects were reported.